Manufacturer narrative:
A full inspection of the device was not able to be completed because the tip remains in the patient and the device was discarded at the hospital.

Event description:
In (B)(6), during placement of the screw, in extremely hard bone, the tip of the driver broke off and implanted in the screw in the patient.